Manufacturer narrative:
H-9 - device is no longer associated with fsca. The reported observation ¿ipg inoperable during ipg replacement procedure¿ was not confirmed or duplicated during analysis. The root cause of the observation was not ascertained. The ipg diagnostic logs showed the bluetooth ¿ble¿ function allowed a communication session on the reported observation date. The ipg logs also showed the device had been programmed and stimulation was changed then turned off on the observation date. The device exhibited normal functionality during analysis which including communication testing with a clinician programmer and a review of the ipg and lab standard programmer logs during the test session. No programmer logs were returned from the field for review.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, electrocautery was used and ipg was not placed in surgery mode. The ipg was discarded and a new ipg was used to complete the procedure.